Manufacturer narrative:
(B)(4). The results of this investigation concluded all three cusps were fibrotically thickened and contained outflow thrombus. No acute inflammation or significant calcifications were present in the valve. A review of the device history record was not possible since the serial number was unavailable. There was no evidence found to suggest the cause of the fibrin and thrombus were due to an intrinsic defect in the valve, as supported by the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
Gtin - unknown as lot/serial numbers are unknown. (B)(4).

Event description:
On (B)(6) 2015, a 23 mm epic valve was implanted in the aortic position. Per report, the patient started to complain of dyspnea and fatigue and further workup revealed aortic stenosis. On (B)(6)2016, the valve was explanted and a 21 mm sjm regent valve was implanted.